Event description:
Rptr indicated the programming wand would not perform initial interrogation, would not make parameter changes or execute diagnostic testing, troubleshooting did not resolve the reported issue. The prgramming wand was returned to MFR for analysis. Analysis of the returned programming wand identified that the serial data cable had an intermittent conductor which caused the reported issue.